Event description:
The patient reported that they were urinating day and night without knowing it. The patient stated that they were feeling stimulation "a little bit." The patient had a fall and return of urinary symptoms. They were going from their bathroom to bedroom about two weeks prior to the report. They noted that they fell pretty hard on their left side (implant side). The patient was on program 3 and increased stimulation to 5.8 v from 5.5 v where felt stimulation comfortably in the bike seat area. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.